Event description:
This is a spontaneous report by a nurse from the USA of patient who made a mistake(touch contamination)and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made a mistake / touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized. Treatment information was not provided. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake / touch contamination resolved. Per the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. A causal relationship was not reported for the event of patient made mistake/ touch contamination.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) 10e17h25 and 10d15h35with no defects noted. The cause of the peritonitis was poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Event description:
This is a spontaneous report by a nurse of a break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the caregiver contacted baxter's technical service center regarding a service alarm on the homechoice. During the call, the caregiver reported that the patient was in the hospital. In (B)(6) 2010, the pd nurse provided further information. On an unreported date, a break in aseptic technique occurred. The nurse stated the patient was diagnosed with peritonitis on (B)(6) 2010 and admitted to the hospital that same day. On an unreported date in 2010, the patient was treated with vancomycin 2.5 grams ip every five days (4 doses). On (B)(6) 2010, the patient was discharged from the hospital. The event of peritonitis was resolving. Dianeal therapy was ongoing. The nurse believed the alternative etiology for the peritonitis was touch contamination. The nurse did not provide an opinion of causality for the event of break in aseptic technique. The nurse stated the causality for the event of peritonitis was unassessable.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.